Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture and local reaction manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced bilateral swelling, discomfort, and breast implant rupture postoperatively; confirmed via MRI. The issue was diagnosed after physical. As a result, the devices were explanted on (B)(6) 2022. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 21, 2022, mentor became aware of the following and corresponding fields have been updated on this form: - patient is caucasian; fields a5, and a6 have been updated. - date of adverse event was (B)(6) 2022; field b3 has been updated. - date of implant was (B)(6) 2001; field d6a has been updated. On (B)(6) 2022, mentor became aware that patient experienced left side rupture, and right side gel bleed and replacement devices used on (B)(6) 2022 were catalog number 3507300mc; serial number (B)(6) on the left side, and catalog number 3507300mc; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As reported under previous follow up number 1, on june 22, 2022, mentor became aware that patient experienced left side rupture, and right side gel bleed and replacement devices used on may 31, 2022 were catalog number 3507300mc; serial number (B)(6) on the left side, and catalog number 3507300mc; serial number (B)(6) on the right side. Corresponding codes have been updated under section h. Reason for device explant and/or reoperation: right gel bleed and local reaction. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).